Manufacturer narrative:
Conclusion and justification status: the complaint states during the implanting of the ceramic liner into the cup, the liner chipped when impacting. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states during the implanting of the ceramic liner into the cup, the liner chipped when impacting. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. **addendum added 17 nov 2015 ** the complaint was reopened as the supplier report was received which states protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the part were according to the specification valid at the time of production. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During the implanting of the ceramic liner into the cup, the liner chipped when impacting.